Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 475 mg/dl. The customer stated that she was vomiting and had headaches. The customer also stated that she was bolusing more than normal and was not able to bring her glucose level down. The customer stated that she was treated with injections. The customer was released and continued using the device, but her blood glucose went up again. Troubleshooting was performed. The daily totals were matching to the basals and bolus. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the insulin pump passed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.